Manufacturer narrative:
Additional information: the returned driver was evaluated. The tip was found deformed, likely from continued use causing accumulated wear over time. However, measurements of the tip found the device was still within specifications. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that a driver was found worn but did not have surgical impact. No additional information is available.

Manufacturer narrative:
Upon review of this file, it was found that this event was reported in error as this did not result in a death or serious injury and would not be likely to result in death or serious injury if it were to recur.